Manufacturer narrative:
Eval summary: without add'l info, an exact cause cannot be definitively determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised after dislocation during a fall.